Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. Further information was requested but not yet received.

Event description:
It was reported that surgical intervention may be undertaken for an unknown reason.

Event description:
Additional information indicates that following a recent roller coaster ride, patient experienced ineffective therapy. X-ray imaging revealed migration of the right s1 lead. As a result, surgical intervention was undertaken on (B)(6) 2025, wherein the lead was explanted and replaced to address the issue. During the explant procedure, the l1 lead was accidentally moved. As a result, the l1 lead was also explanted and replaced.